Manufacturer narrative:
The device return is unknown however a device history review should be performed, and a supplemental report will be submitted. (B)(6).

Event description:
An event involved a 72" (183cm) appx 1.4ml, smallbore ext set w, anti-siphon valve, clamp, luer lock where it was reported that during infusion the tubing starts to leak mid case used for propofol on tiva (total intravenous anesthesia pumps) pumps. There was patient involvement, and unknown harm reported.